Event description:
It was reported that there was a broken pin stuck in the therapy connector assembly in the customer's device. The broken pin was from one of the customer's hard paddles assembly that they use with this device. The hard paddles assembly cannot function with this broken pin. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and did observe a pin broken off in the low voltage socket.